Event description:
It was reported that during a pci procedure, the balloon ruptured. The lesion being treated was located in the 90% stenotic and extremely calcified left anterior descending (lad) coronary artery. Another manufacturer's stents were deployed in the distal and the proxmal lad. The quantum maverick monorail balloon was being used to post dilate the stent located in the proximal lad. At the middle of this stent the balloon was dilated to 12 atms and when they tried to dilate at the proximal end of the stent, the quantum maverick monorail balloon ruptured at 14 atm. The number of inflations and to what atms is unknown. The procedure was not completed due to another reason. No patient injuries or complications were reported. Patient status is listed as "good."

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.